Event description:
It was reported at a pump replacement, the surgeon opened the pump pocket to find yellow pus. Cultures were sent, but surgeon not comfortable replacing product so both pump and catheter were explanted on 2015 (B)(6). The patient was admitted to the intensive care unit (ICU) for monitoring and was started on 30mg oral baclofen tid. The actions required as a result of the event included medical intervention, specified as monitoring for baclofen withdrawal. The patient did not have symptoms of infection at the time of report. The patient¿s status at the time of report was alive ¿ no injury. The patient was administered perioperative antibiotics. The patient did not have meningitis at the time of the surgery. The patient¿s prior refill occurred 2014 (B)(6). There had been nothing cultured at the time of report. The type of organism and treatment instituted as a result of the event were unknown. The patient was doing well and had no signs or symptoms of baclofen withdrawal. The patient was sent home on 2015 (B)(6). It was later reported the patient went into acute intrathecal baclofen (itb) withdrawal about 30 hours after the pump explant. The withdrawal symptoms the patient experienced included a marked change in mental status (ms), delirium and rigidity. The patient was receiving 30 mg of oral baclofen tid and IV ativan as needed to help with rigidity. The patient was re-admitted tuesday night, 2015 (B)(6) with worsening bradycardia and lethargy. The patient was administered IV valium as a result. Interventions or other actions taken to mitigate or resolve the symptoms included prescribing benzodiazepine and oral baclofen, but were not good enough. The surgeon decided to re-implant itb pump on 2015 (B)(6). The patient was given an ¿extra¿ 50 mcg bolus of baclofen and re-started at daily dose 150 mcg/day. The pump was filled with lioresal (concentration 2000 mcg/ml). The patient returned to ICU for monitoring. The patient improved markedly in 5 hours. The issue was resolved and the patient resolved without permanent impairment. The patient was reported to be a 100% better. The pump was used to infuse gablofen (concentration 2000 mcg/ml, daily dose 291 mcg/day) at the time of event.

Manufacturer narrative:
Product ID 8709, lot# l74358, implanted: 2000 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(6).